Event description:
I had c5/c6 herniated disc replacement surgery on (B)(6) 2022 in which the mobi-c implant was used. Since surgery I have never been well. I have been in physical therapy trying to regain normal life pre-surgery for the past 2 years. Since surgery I have had a list of other medical conditions occur which are being treated by neurologists. Also, in the past two years I have not been able to return to work and have filed for ssa disability. I have seen my doctor regularly throughout the past couple of years and told him and my other doctors as well that something was not right. My surgeon requested an x-ray (B)(6) 2024. The x-ray showed the mobi-c implant was not intact as it should be and also was misaligned and shifted in position in my neck. My surgeons stated I would need to have another surgery to remove this implant and replace it with a fusion. Since learning this information earlier this year I reached out to the manufacturer zimvie to report my situation. A representative did respond and our last communication was that I would report to them when a 2nd surgery had been scheduled. I have not been well enough or strong enough to schedule a second surgery. I do not know if the manufacturer zimvie has reported this incident to the FDA or not so I am reaching out to you directly. I am unsure what happens with a second surgery with the same surgeon. Is there another party or other parties that should be present at the time of the second surgery to assess what has happened with the product and the first surgery and would like any information you could possibly send. This could potentially be a medical malpractice or product liability case.